Event description:
Complaint found in maude database reports: "PICC line placement attempt resulted in catheter that would not thread and upon removal noted the tip of catheter looked torn. Us and doppler confirmed catheter fragment in cephalic vein. Linear echogenic structure in the left central upper arm in the cephalic vein is consistent with a small piece of retained catheter fragment. Vascular consulted."

Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5108215.

Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5108215. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database reports: "PICC line placement attempt resulted in catheter that would not thread and upon removal noted the tip of catheter looked torn. Us and doppler confirmed catheter fragment in cephalic vein. Linear echogenic structure in the left central upper arm in the cephalic vein is consistent with a small piece of retained catheter fragment. Vascular consulted."